Event description:
Reportable based on device analysis completed on 25-apr-2023. It was reported that stent deployment failure occurred. A 22x70/10fr 75cm wallstent endoprosthesis was advanced to treat the lesion. However, after positioning, the stent would not release. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed that the stent was partially deployed and was damaged.

Manufacturer narrative:
Device evaluated by MFR.: a wallstent uni device was received for analysis. A visual and tactile examination identified multiple shaft kinks. The stent was returned partially deployed by 15mm. The stent was also noted to be damaged. A visual and tactile examination identified no issues with the tip of the device.